Event description:
It was reported by the patient that the device did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688t-46, competitor crdm non-defib lead, implanted: 2007-06-12; 0125, competitor crdm defib lead, implanted (B)(6) 2000; a7700-27, mechanical valve, implanted (B)(6) 1997. (B)(4).

Event description:
It was reported by the patient that the device did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.